Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the needle got broke. In order to complete the case, they replaced by another device. There was no patient injury.